Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and perforation ("essure had migrated and perforated an internal organ") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), perforation (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and depression ("depression"). The patient was treated with surgery (partial hysterectomy (fallopian tubes and uterus were removed) on (B)(6) 2007) and surgery (partial hysterectomy (fallopian tubes and uterus were removed) on (B)(6) 2007). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, perforation, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, perforation, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and depression to be related to essure (ess205). The reporter commented: she had to take prescription medication in order to manage her severe pain. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). She underwent a partial hysterectomy (fallopian tubes and uterus were removed). During this procedure it was revealed that essure had migrated and perforated an internal organ (considered as perforation nos). The events severe abdominal pain and heavy bleeding are anticipated according to the reference safety information for essure. After essure insertion, abdominal pain and genital bleeding may occur. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. Perforation of organs was considered unanticipated in a conservative approach, as the exact nature of the perforated organ was not described. This legal case was reported with limited information. The exact date and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). She underwent a partial hysterectomy (fallopian tubes and uterus were removed). During this procedure it was revealed that essure had migrated and perforated an internal organ (considered as perforation nos). The events severe abdominal pain and heavy bleeding are anticipated according to the reference safety information for essure. After essure insertion, abdominal pain and genital bleeding may occur. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. Perforation of organs was considered unanticipated in a conservative approach, as the exact nature of the perforated organ was not described. This legal case was reported with limited information. The exact date and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.